Event description:
It was reported that after use with bd vacutainer® barricor¿ lh plasma blood collection tubes clotting occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: "since yesterday at ... We have been experiencing problems with the barricor tube. The serum coagulates after."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to fibrin as all samples met specifications. 10 retained samples were analyzed for the heparin content, all were found to be within specification. Complaints for sample quality are under statistical control for the month of march, 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with bd vacutainer® barricor¿ lh plasma blood collection tubes clotting occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: "since yesterday, we have been experiencing problems with the barricor tube. The serum coagulates after.".